Event description:
It was reported that the valve was not working so the balloon could be deflated to remove the catheter from the patient. No medical intervention was reported. As per the additional information received after the follow up, the catheter valve was cut off and the fluid allowed to flow out freely. Later, the foley was pulled out. The patient had discomfort and the balloon inflated with the sterile water.

Manufacturer narrative:
The reported event was inconclusive, due to the poor sample condition. Visual inspection noted that only one catheter valve was received. The inflation valve had been cut off from the device and the rest of the catheter was not returned. The syringe valve appeared to be able to function normally when injected with the solution. The results of the investigation were inconclusive due to the poor sample condition. A potential root cause for this failure mode could be due to inadequate pressure on the machine to punch. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. It was unknown whether the device had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheter should be replaced in accordance with the cdc guideline" guideline for prevention of catheter-associated urinary tract infection". At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve was not working so the balloon could be deflated to remove the catheter from the patient. No medical intervention was reported. As per the additional information received after follow up, the catheter valve was cut off and fluid was allowed to flow out freely. Later, foley was pulled out. The patient had discomfort and the balloon was inflated with sterile water.